Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump stopped infusing unexpectedly. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by infusing solution at 95ml for two hours. No errors were triggered and the pump was unable to reproduce any errors. A review of the event history log (ehl) revealed monitor motor stall messages. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the ehl. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.